Event description:
During post-procedural neurological check, after a right internal carotid artery (ica) stenting procedure, the pt was found to have paralysis of the left side of the body. The pt is a male. The lesion was described as moderately calcified, not tortuous, and the rate of stenosis was approx 70-80 %. An angioguard distal protection device was placed in position distal to the lesion, without difficulty. The lesion was pre-dilated ( balloon brand and size unk). Immediately after balloon inflation, vessel spasm occurred and the pt suffered a seizure. The physician believed that the vessel spasm may have been caused by the physical stimulus of the device and the seizure may have been caused by transient hypoxia due to not enough cross flow. The physician had recognized the pt's risk of low collateral circulation prior to this procedure. The physician was able to successfully place the precise stent in its intended location in the right ica. The pt had remained neurologically intact during the procedure. During post-procedure neurological check, the pt was found to have paralysis of the left side of the body. Immediately after the recognition of the paralysis, radicut (edaravone ) and slonnon(argatroban) were intravenously injected. After the treatments the symptoms were diminished within 24 hours and the pt recovered to the same level of motility function as pre-operational status. An MRI was obtained and showed and ischemic lesion (s) in the right cerebral area, it is unk if this area was present prior to the procedure and is still under investigation.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info to be submitted 30 days upon receipt.